Event description:
It was reported that during the atrial lead implant procedure, tested threshold and impedance was high. The atrial lead was removed and replaced with a different lead to complete the procedure successfully. No patient complications have been reported as a result of this event.